Event description:
The hosp reported that after the procedure, the pt developed an infection on the leg at the insertion site. Antibiotics were used to treat the infection. The procedure date was not provided. No device malfunction was reported by the hosp. No further pt effect was reported.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.